Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer was stuck due to hardware issue. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-jan-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed and stuck. A field service engineer found that the u-link on the matrix drawer was broken and replaced it, which resolved the initial issue. Tested the drawer in the application. Identified additional failures on full height drawer 3, pockets b1, b2, b3, and c1 were off the bus, affecting the entire row. Replaced the row board cable, which resolved the row-related issue; however, rows d and e then failed to appear in the test application. Swapped the trays, but this did not resolve the problem. Replaced the retractor cable, drawer board, and pyxibus board, after which all issues were fully resolved. The system functioned as intended after the field service engineer repaired the device.